Manufacturer narrative:
Follow-up #1: date of submission 7/16/2015device evaluation: the device has been returned and evaluated by product analysis on 07/02/2015 with the following findings: confirmed the display is dim/fading/reddish. Unrelated to the battery compartment is cracked along the side from threads to seal case, battery cap is damaged/stripped and does not fit properly in battery compartment, a test battery cap was used to verify steps. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a dim display issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.